Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, plastic shavings were noticed from vasoview 7 xb. Shavings fell in patient, but were retrieved with tweezers. Procedure was not converted to an open vein harvest and hospital did not make an additional cut to retrieve pieces. Case was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A specimen container was returned to the factory for evaluation. A visual inspection was performed. It contained three (3) pieces of thin white strips. The strips were placed against a dark backdrop and microscopic inspection showed thin white plastic strips which appeared to be shavings. No other part or component of the reported device was returned to the factory. Based on the information provided and the specimen returned and the results of the investigation, the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, plastic shavings were noticed from vasoview 7 xb. Shavings fell in patient, but were retrieved with tweezers. Procedure was not converted to an open vein harvest and hospital did not make an additional cut to retrieve pieces. Case was completed with the same device. The hospital did not report any patient effects.